Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the cause of the reported heart block could be due to patient comorbidities. However, this could not be confirmed. The surgical intervention was a result of case specific circumstance as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Baseline was sinus bradycardia. There was annular and left ventricular outflow tract (lvot) calcium observed below the non-coronary cusp (ncc)/left-coronary cusp (lcc) commissure. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 5mm on the non-coronary cusp (ncc). Post-implant, approximately 10 minutes later, the patient was developed with a complete heart block. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. A permanent pacemaker was implanted to resolve this event. The patient was in a stable condition and discharged on the following day.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Baseline was sinus bradycardia. There was annular and left ventricular outflow tract (lvot) calcium observed below the non-coronary cusp (ncc)/left-coronary cusp (lcc) commissure. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 5mm on the non-coronary cusp (ncc). Post-implant, approximately 10 minutes later, the patient was developed with a complete heart block. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. A permanent pacemaker was implanted to resolve this event. The patient was in a stable condition and discharged on the following day.